Manufacturer narrative:
The t:slim x2 cartridge is contraindicated for use with products other than u-100 (B)(4) and u-100 (B)(4) insulins. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, apidra insulin was being used within the cartridge. Customer's blood glucose was 450 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.